Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Result and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "dr was tapping the pedicle with a 5.5mm tap and as he was backing it out, the tap broke. The tap broke just above the threaded part where the tap meets the shaft. He could not get the rest of the tap out so, tried to drill around it. So, he could pull it out. This did not work either. Finally after about an hour of trying, dr used synthese broken screw set to pull out the tap. In the process, the patient's pedicle was damaged. Hospital has the tap to do a report. I am trying to get it back so, I can send it in for testing."